Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the keypad was found to be in tact; no damage was observed. During testing, the up arrow keypad button was intermittently unresponsive. The down arrow, ok and contrast buttons responded appropriately and were functional. The keypad was removed and there was evidence of contamination was found under the up arrow and contrast button contacts.